Event description:
Event description this implantable cardioverter defibrillator (ICD) and lead system were explanted on april 08, 1997, because of infection and the av advisory letter. Cpi analysis identified an insulation defect on the bipolar lead (model 4269, serial 256899). A new system was implanted on april 18, 1997.